Event description:
It was reported by service report that the fowler would not lock in place and hold weight. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: fowler.